Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.